Event description:
During an attempt to perform an embolization on an unruptured right posterior cerebral artery aneurysm, the guidewire could not be advanced or retracted beyond the p1/p2 junction. The pt was heparinized overnight, developed mild left-sided weakness which was later diagnosed as an ischemic infarct by CT scan. It was decided to abandon any further attempts to retrieve the wire. It was cut close to the sheath and left in the iliac artery.